Event description:
It was reported that shaft perforation occurred. A 5.00mm x 8mm nc emerge balloon catheter was selected for use. However, it was noted that the choice pt extra support wire came out the end of balloon instead of the rx port. The balloon never entered the patient's body. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported.